Event description:
Info was received regarding a female pt who received an injection of perlane infectable gel (injectable dermal filler) in 2008, to the nasolabial folds. Anesthesia in the form of a dental block was used pre-procedure. Additional procedures at the time of the implant included juvederm to the lips. Medical history included allergy to amoxicillin, arthritis, seasonal allergies, and no prior use of restylane or perlane. Concomitant medications included effexor. On unspecified dates while on a flight, the pt experienced intense pain in her gums (gingival pain) and upper teeth (toothache). The pt reported this happened twice while flying since the injection. The pt was referred to a dentist for an evaluation. On an unspecified date, the pt saw her dentist who informed her after a complete review of the symptoms that he believed the event was related to perlane and juvederm injections. No further info was available. The lot number was 9190 and expiration date 05/2010.